Event description:
Event description guidant received information that noise was noted on the electrograms with pocket manipulation and arm movement. The noise resulted in pacemaker inhbition and inappropriate therapy. During an invasive procedure, insulation damage was noted on the rate/sense portion of the lead.